Event description:
Additional information received reported the patient was in a car accident on (B)(6)-2014, and ever since then the stimulator slowly quit working. The device had moved to the patient¿s side and last month the stimulation had stopped working altogether. It was reported that a manufacturing representative saw a few weeks prior to this report that the battery life expectancy has lengthened when it should have shortened. The health care provider (hcp) was planning on replacing the device. It was noted that the patient was suffering and was only able to keep liquids down. Additional information has been requested. A follow up report will be submitted when more information becomes available.

Event description:
It was reported that the patient was admitted to hospital yesterday with nausea/vomiting issues. The reporter was unsure if they came on suddenly or gradually. The patient's managing doctor advised that they call the manufacturer to see if the battery was eos (end of service). The patient was in hospital currently. The reporter didn't have all the fine details as to when the patient's symptoms actually started, etc. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received on (B)(6) 2014 noted that the doctor saw this patient back in clinic, yesterday. He reprogrammed her enterra system and was going to follow up in 4 to 6 weeks.

Event description:
Additional information received noted that the event cause was determined; noted as not device related. Regarding battery depletion, it was noted unknown. The device had been explanted and/or replaced on (B)(6) 2014. The patient was recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6), product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).